Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention and returned devices from the reported lot number. Retention and returned devices were tested with qc cut-off standard (25miu/ml hcg urine). Results were read at 3 minutes and all devices produced expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history on this lot for the reported issue and no systemic issue was identified. Batch record review found no relevant non-conformances; the lot met all final release specification's. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. It was reported that the patient's quantitative hcg result was 12 miu/ml. This is consistent with the negative result obtained on the cardinal health hcg cassette rapid test as the sensitivity level of the test is 25 miu/ml. The product is performing to specifications.

Manufacturer narrative:
Results pending investigation conclusion.

Event description:
It was reported that a confirmed false negative result occurred x 1 on the hcg cassette test. The serum quant result was 12miu/ml. The customer did not have any other information about the patient nor the effects of the false negative result. No adverse events were reported. This file represents patient #1- 2027969-2019-0379, patient #2 is represented in 2027969-2019-0378, patient #3 is represented in file 2027969-2019-0377. Troubleshooting occurred with a discussion about the event and possible causes such as technique, storage, handling and patient sample. Possible causes reviewed with emphasis on limitations listed in the package insert.